Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Batch #: 4177939, 4229661,

Event description:
It was reported that bd insyte autoguard bl 22ga x 1.0in needle retraction failed. It was reported by customer that the needle is not safeting that the needle of iag has not retracted. Verbatim: the needle is not safeting and they have now had more than 10 incidents.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, the reported defect of needle retraction failure for the batch 4229661 is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. For the reported defect of needle retraction failure for the batch 4177939, since no issues found in DHR review, an exact root cause could not be determined. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
No additional information.